Event description:
Boston scientific received information that the device exhibited increased right ventricular (rv) lead pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed and it was verified that the physician elected to replace the rv lead. No adverse patient effects were reported during the procedure. Approximately four years later, the device was explanted for an unspecified reason. The device was returned for reliability analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.